Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery using a pod packing coil (pod pc), ruby coils and a non-penumbra microcatheter. During the procedure, the physician placed two ruby coils in the target vessel. The physician then advanced the pod pc in the target vessel. While advancing the pod pc, resistance was encountered, and the coil kicked the microcatheter back. Therefore, the physician decided to retract the pod pc. While retracting, the coil unintentionally detached in the microcatheter. The physician then pushed the pod pc into the main hepatic artery and attempted to remove the detached coil using a snare device. While snaring the physician noticed that the coil was unravelling. The coil was removed using the snare device. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2022-00493 1. Section h. Box 10. Device code 1 and device code 2 evaluation of the returned pod pc confirmed that the embolization coil was detached. Evaluation revealed that the embolization coil sr component was fractured. This damage typically occurs due to retraction against resistance. If the sr component fractures, the embolization coil will detach. Evaluation also confirmed that the embolization coil was unraveled. Based on the reported event, this damage was a result of the sr component fracture and likely worsened while snaring the device during removal from the patient. Further evaluation of the device revealed kinks on the pusher assembly. This damage was incidental to the complaint and likely occurred during packaging for the device return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.